Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacture representative that they came in at the post op saying they were not able to turn up the intensity on the hand held controller. She was receiving the message settings unavailable. She did not have any falls or injuries. The representative connected the tablet to her battery and ran an impedance test. It showed electrodes 4 and 7 greater than 40,000 ohms. The representative also ran a connectivity check and it had 4 and 7 with a red x. The patient¿s current group was utilizing one of those electrodes which is why she was getting the settings unavailable message. The representative was able to reprogram around it and find great coverage. The problem was currently resolved. No patient symptoms reported.